Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13409. It was reported that the patient presented remotely. Review of the transmission revealed that there was noise oversensed on the right ventricular and right atrial leads. The noise may be due to an external source, or due to lead damage. There was a slight gradual drop in impedance for both leads as well, but the impedance remained in range. The patient would continue to be monitored, and the patient was in stable condition.